Event description:
Customer reported they sent their instruments out for repair due to an error code. When the instruments were returned to the customer, they did not verify the sample result format (ngsp versus mono-s) and reported incorrect results.

Manufacturer narrative:
All pts at risk were contacted and repeat testing using an alternative method was performed to confirm correct results. One pt insulin dose was corrected after retesting. Hosp procedures at the reporting site were changed to eliminated this risk in the future.